Manufacturer narrative:
E: (B)(6).

Event description:
Philips received a complaint from the service engineer, reporting while removing the stand, the screw holding the rubber foot in place spun freely and could not be tightened again. There was no patient involvement when the issue occurred. No patient or user harm reported. Investigation is ongoing.

Manufacturer narrative:
A service engineer (se) evaluated the device, and reported that no repairs were performed on the alleged malfunction, as it was reported that the customer had mistakenly installed the part incorrectly. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.